Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the physician noted pocket erosion around the implanted device. A revision procedure was performed to resolve the event. The device remains implanted and the patient was stable.